Event description:
Under ultrasound guidance, a 19-gauge needle was used to a target in the right pelvis. Initial wire placement/exchange was complicated due to locking of the wire within the tissues and mechanical failure of the bentson wire where the center of the wire core failed. Numerous exchange attempts over dilators and kumpe cath failed and a piece of wire fractured and remained retained within the anterior lower musculature of the pelvis.